Event description:
This lead was explanted and replaced due to out of range thresholds and impedances in bipolar an unipolar settings. There were no adverse pt events reported. The hospital retained the device. Should add'l info be rec'd, this file will be updated.